Event description:
Boston scientific received information that this right ventricular lead displayed a high, out of range pace impedance measurement. It was reported that the device had tripped a lead safety switch. The physician was to continue to monitor the patient and the lead was left programmed to unipolar. Additional information from the local boston scientific field representative indicated that the source of the out of range impedance measurement had not been able to be determined. All other lead measurements were reported to have been normal and within range. The patient will continue to be monitored. No adverse patient effects were reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.